Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m141753 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m141753 , test base part number 190-430 / lot m141753 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m141753 showed that the complaint rate is 0.007%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to o the specific patient samples.

Manufacturer narrative:
Reference reports: 1221359-2021-00747 through 1221359-2021-00749. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 1 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 with a direct tested nasal kitted swab. It is unknown if repeat testing was performed. Confirmation testing on (B)(6) 2021 on nasal swabs with fluvid pcr negative; CT values not provided. The customer stated the patient was not symptomatic and the patient was an employee who lost days of work due to the test result. The customer also reported the patient was recently vaccinated with the covid-19 vaccine. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.